Event description:
It has been reported to philips that the geometry restarted itself three times in a half hour. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has completed its investigation of this complaint. Based on additional information, it was determined that the customer was performing a planned, non-emergency treatment when the issue occurred. The procedure was successfully completed after multiple system restarts. A philips field service engineer (fse) inspected the system onsite and confirmed a geometry loss. Log file analysis confirmed that the reported malfunction was caused by the advanced motion controls (amc) ethercat (ecat) drive of the table's longitudinal axis, which resulted in a complete geometry loss. During troubleshooting, the fse replaced the amc ecat drive, the geometry software was reinstalled, and all necessary calibrations were performed. Following these actions, the system was restored to proper working condition and returned to clinical use. Further analysis of the replaced amc ecat drive was not performed, as the replaced component is not available. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.